Event description:
It was reported that during a lap sigmoidectomy, the rotate knob did not rotate in the device. It was found that the hand activation contacts in the device had deformed when the device was checked after the operation. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information was not provided by the contact. The device was used past the expiration date. Expiration date was september 27, 2014. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was that the device activated intermittently with the hand switch. The device was assembled and disassembled to a hand piece without any difficulty and rotates freely. The device was functionally tested with a generator. During functional testing on gen04 generator an error code 5 was displayed. However, the device did activate using max and min buttons. A probable cause of the device not activating and displaying an error code 5 is blade damage. The device was disassembled but no anomalies that could affect the functionality of the hand activation buttons were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.